Event description:
It was reported that during a fundoplication procedure, the active blade broken, part did not fall into patient. There was no reported patient consequence and procedure finished with same like product. No further information is available.